Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, and h10. Reported event was considered confirmed as tasp lot exhibits signs of repeated use (nicked or gouged) and has both of the components disassembled / missing. The missing components were not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d10, g4, g7, h2, h4, h10.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional shim;p/n: 42527900700, l/n: unk. Tibial articular surface provisional shim; p/n: 42527900702, l/n: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01213.

Event description:
It was reported that the tibial articular surface provisionals are missing bearings during the cleaning process. No adverse events have been reported as a result of the malfunction.